Manufacturer narrative:
(B)(4). Date sent: 04/19/2023. Additional information was requested, and the following was received: was a complete transection of the white breakaway washer visually confirmed? Yes. We had asked where in the green zone was the indicator before the shot. (Low-b, medium-b or high-b)? Medium.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2023. Additional information was requested and the following was received: what was the indication for surgery? Colonic subocclusion on a stenosis of the lower sigmoid, of the restosigmoid hinge with an aspect of volvulus and left transverse and right colonic dilation. What was the name of the surgery? Left colectomy without detachment of the left colic angle with restoration of continuity by colorectal anastomosis with protective ileostomy. Laparoscopic left adnexectomy. Can you please give us more information on the ¿loose of the sutures¿? Early release a few hours after the intervention. Did the patient receive preoperative chemotherapy or radiotherapy? No. Were there any problems encountered with the cdh device during the initial surgical procedure? No. Was the surgeon who handled the stapler familiar with this device? No. Where was the indicator located in the green zone of the compression scale before the shot (low-b, medium-b or high-b)? Environment. Did the surgeon wait 15 seconds after the device was closed and then tightened before pulling? Yes. Was the device difficult to close? No. Was it difficult to shoot the device? No. How many counter-clockwise turns were used to open the device? 2. Did the surgeon observe tactile and audible feedback during activation? No have the tissue collars been inspected? What were their appearances? Tissue collars inspected and complete. Has a complete transection of the ring been confirmed? Yes. Have problems with staple formation been observed at any time during the patient's management? If so, what was the shape and location. No. Has a leak test been carried out? If yes, what type and what was the result? Yes. Was the staple line visualized endoscopically during the initial surgery? No. How was the leak identified? Abdominal pain, deterioration of the general condition of the patient, CT scan performed. Was the patient taken back to surgery to treat the leak? If so, what was observed at the location of the leak during the reoperation? Yes, defect and loosening of the sutures of about 1 cm. How was the leak handled? Hartmann's method. Can a detailed chronology of the events leading to the patient's death be provided? Existing was an autopsy performed? If so, can the report be shared with us? No autopsy performed. Has the cause of death been determined? Septic shock ? Does the surgeon believe that the ethicon cdh29b device caused or contributed to the patient's death or were there other contributing factors in the patient? Is the device available for expertise? No.

Event description:
It was reported that the patient was operated on for a left colectomy + restoration of continuity + protective ileostomy. Use in the context of a rupture of a circular stapler. Loosening of the sutures within 24 hours of the intervention. Death of the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Can more information be provided on what is meant by, ¿loosening of the sutures?¿ did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Was the patient taken back to surgery to address the leak? If yes, what was observed at the site of the leak during the re-operation? How was the leak addressed? Can a detailed timeline of events leading up to the patient¿s death be provided? Was an autopsy performed? If yes, can the report be shared with us? Has the cause of death been determined? Does the surgeon believe the ethicon cdh29b device caused or contributed to the patient death or were there other contributing patient factors? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? If yes, please provide 3 thirty-minute windows of time (eastern us time) the surgeon is available, and our team will choose the one that the most team member can participate. Thank you. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.